Event description:
It was reported that the user experienced persistent high blood glucose with a reported value of 401 mg/dl for two days while using the ilet, and review of pump activity indicated automated correction attempts without effect; troubleshooting identified that the user had recently switched from a different infusion set to insets and had not been inserting the new infusion set correctly, which is consistent with an infusion set deployed incorrectly or an infusion set connector not attached correctly. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for troubleshooting and education. Investigation included a review of device performance via reported data and guided user troubleshooting over the phone. Investigation of this case revealed improper infusion set insertion technique with the new inset type, leading to ineffective insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user technique.

Manufacturer narrative:
Initial.